Manufacturer narrative:
(B)(4). Date sent: 10/11/2023. Additional information was requested, and the following was obtained: did the device get removed on (B)(6) 2023? The surgeon cut the device with endoscopic scissors. They did not remove the device but just separated it. They may return to remove laparoscopically but were happy that the patients dysphagia would resolve and there was no endoscopic leak or complication.

Manufacturer narrative:
(B)(4). Date sent: 9/19/2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: what was the date of implant? (B)(6) 2014 lx12/3271/2934. If the device has been removed, what was the date of explant? (Not removed yet) planned for (B)(6) 2023. What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? 28/06/2023 ¿ gp referral with difficulty in swallowing. Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. None. Are pictures or videos available? How many beads eroded? 3-visible. Where were the eroded beads positioned? Which best describes the device removal approach? (Not removed yet) : endoscopic removal of eroded beads planned for 26/09/23. Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Endoscopically removed the entire device. Laparoscopically removed the entire device. Was the patient stented? N/a. What is the current condition of the patient? Stable, but symptomatic. A manufacturing record evaluation was performed for the finished device lot number 3271, and no related nonconformances were identified. D1. D4.

Manufacturer narrative:
(B)(4). Date sent: 8/25/2023. B3: unknown; captured as awareness date. Additional information received: I have been made aware of an erosion from a linx device confirmed via endoscopy. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of implant? If the device has been removed, what was the date of explant? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Endoscopically removed the entire device. Laparoscopically removed the entire device. Was the patient stented? What is the current condition of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device was implanted and the surgeon is going to try to have the device explanted some (or all) of the linx in the next month and repair the esophagus.